Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause could be attributed to operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent device damage. "Upon receipt, examine the instrument and accessories for damage. Do not use a damaged product. Check the operation of the applicator prior to use. Improper use of the applicator may results in a falope-ring band being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs. It is required that a new guide be used with each preloaded dilator. The falope-ring band may be damaged and/or break during loading with the use of damaged or reused loading devices." As part of our investigation of this report, olympus made multiple follow up attempts to obtain additional information regarding the reported event via telephone and in writing; however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, a piece from the trocar broke off and fell inside the patient. The device fragment was retrieved and the procedure was completed. No patient injury was reported.